Event description:
Reporter indicated that the patient underwent ncp system explant due to infection. Both the lead and generator were explanted. The patient has a history of inflicting self-injury; however it is unknown whether this condition was a contributing factor to the patient's infection event. Review of manufacturing records for both the generator and the bipolar lead confirmed sterilization of the devices prior to distribution.

Manufacturer narrative:
Product analysis results will not change the conclusion of the reported event because explanted products are decontaminated prior to return; therefore, microbiological testing is not performed. In the event that the device is returned, product analysis results will only be reported if a device malfunction is noted that would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.